Event description:
It was reported that a patient had an excision of a mole on (B)(6) 2012 and topical adhesive was used. Several hours latter the patient complained of redness, burning, and discoloration at the site. The physician prescribed antibiotic in case of infection. The topical skin adhesive was not removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.